Event description:
During removal of the cordis sheath 5cm of the shaft tip separated and was left in the patient. The tip was removed with surgery. The patient is a (B)(6) female. The procedure being performed was a pulmonary vein ablation (pvi). Two 8 fr avanti ((B)(4) / lot 15412989 and (B)(4) / lot unknown) sheaths were placed in the right femoral vein. When the doctor wanted to exchange the short sheaths for the mullins transseptal sheaths, the event occurred. The affiliate could not decipher which sheath/lot number was the damaged item. As the doctor tried to retract the short sheath, it moved and then it would not move anymore. There was some resistance, and then the hub came away and about 5cm of the shaft tip was left in the patient. There was not a lot of manipulation, it all happened in one movement. After it was established the tip had not migrated, but was lodged in the tortuous section of the vessel, a vascular surgeon was called to do a cut-down and remove the tip. The procedure was abandoned. The sheath tip was successfully removed by the vascular surgeon. Once a cut down was performed in the groin, it showed that when placing the two short 8fr avanti sheaths, the second sheath went through the first sheath. Obviously, when the cardiologist pierced the vein for the second time, it went through the shaft of the first sheath, and the wire and sheath passed easily through the first sheath's shaft. The doctor then placed the long mullins sheath over the second short sheath, which also passed very easily. Then when he wanted to remove the first 8fr sheath, it wouldn't pass backwards, as the long sheath was blocking it. When the doctor pulled to remove the sheath, it broke off in the vessel.

Manufacturer narrative:
During removal of a cordis sheath from the patient, 5cm of the shaft tip separated and was left in the patient. The tip was removed with surgery. The patient is a (B)(6) female. The procedure being performed was a pulmonary vein ablation (pvi). Two 8 fr avanti (504608x / lot 15412989 and 504608x / lot unknown) sheaths were placed in the right femoral vein. When the doctor wanted to exchange the short sheaths for the mullins transseptal sheaths, the event occurred. The affiliate could not decipher which sheath/lot number was the damaged item. As the doctor tried to retract the short sheath, it moved and then it would not move anymore. There was some resistance, and then the hub came away and about 5cm of the shaft tip was left in the patient. There was not a lot of manipulation, it all happened in one movement. After it was established the tip had not migrated, but was lodged in the tortuous section of the vessel, a vascular surgeon was called to do a cut-down and remove the tip. The procedure was abandoned. The sheath tip was successfully removed by the vascular surgeon. Once a cut down was performed in the groin, it showed that when placing the two short 8fr avanti sheaths, the second sheath went through the first sheath. It appears that when the cardiologist pierced the vein for the second time, it went through the shaft of the first sheath, and the wire and sheath passed easily through the first sheath's shaft. The doctor then placed the long mullins sheath over the second short sheath, which also passed very easily. Then when he wanted to remove the first 8fr sheath, it wouldn't pass backwards, as the long sheath was blocking it. When the doctor pulled to remove the sheath, it broke off in the vessel. The devices were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Without the products available for analysis, the complaint could not be confirmed. However, there are procedural factors that contributed to the tip separation as described. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective action is required.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.